Manufacturer narrative:
Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, approximately 3 years and 3 months post successful tavr the patient is being evaluated for stenosis/restricted leaflet mobility of the 29mm sapien 3 valve. The plan is for valve-in-valve in the new year. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Na.

Event description:
As reported, approximately 3 years and 3 months post successful tavr the patient is being evaluated for stenosis/restricted leaflet mobility of the 29mm sapien 3 valve. The plan is for valve-in-valve in the new year.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Section h6: type of investigation, investigation conclusions and h10 has been updated. The device was not returned for evaluation. An image review was performed on imagery provided of the patient's anatomy and the following was observed: comments from medical report: 29mm s3 appeared under deployed. Obstruction at proximal right external lilac artery; reconstitutes over common femoral head. However, it was unable to determine whether the valve deployed due to the low resolution of provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, dimensional analysis, or functional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed complaints for valve - stenosis and post-implantation - stenosis was related to the complaint. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The IFU provided guidance for potential adverse events. Additional potential risks associated with the valve, delivery system and/or accessories include: valve stenosis and structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis). No IFU/training deficiencies were identified. A complaint history review is not required as the complaint for "stenosis" was unable to be confirmed. A risk management documentation review was performed on the reported event and revealed the following: potential hazard: inadequate thv performance, hazardous situation: inadequate thv performance over time leading to symptoms (pvl, regurgitation, stenosis, structural valve deterioration, moderate gradient increase), potential harm: additional intervention (percutaneous), severity of harm: 3, probability of harm: 3 and risk level: medium. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy valve and post procedure care. The benefits of the device outweigh the risks associated inadequate thv performance over time leading to stenosis, resulting in percutaneous intervention. Of note, the patient was planned to have an upcoming valve-in-valve procedure. The complaint for "stenosis" was unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. For this case, another sapien 3 valve was later deployed within the implanted sapien 3 valve. Per the additional information provided, "after reviewing the medical records provided, the patient has severe symptomatic bioprosthetic aortic valve stenosis, that may have been due to the 29mm being under deployed at the implantation and/or due to the patient's vast comorbidities". Per training manual, "the delivery system requires a prescribed volume for thv deployment and proper function", and "assess the thv post-deployment using fluoroscopy". The under-deployed valve could cause the heart work harder for blood ejection due to the smaller eoa (effective orifice area) of bioprosthesis valve, which could lead to early degeneration of valve. Per medical record, patient stenosis from the medical history, and this was the re-stenosis post-tavr after 3 years and 3 months. It indicated that patient had pre-existing comorbidities, which may contribute to the reported event. As such, available information suggests that patient factors (pre-existing comorbidities) and/or procedural factors (initial under-deployed valve) may have contributed to the complaint event. However, a definitive root cause to be determined at this time.